Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation has shown that the mechanism is jammed. The remobilization tool was analyzed for conformance to print specifications. No abnormal findings were identified. No product fault could be detected. This occurrence can be tracked back to inappropriate handling when reprocessing. The recommended lubrication after the cleaning process was not carried out properly, the complaint has been determined to be indeterminate.

Event description:
Instrument jammed during use. This is 1 of 1 report for this complaint (B)(4).